Event description:
The pt reported experiencing elevated blood glucose at 496mg/dl. The pt's normal range is around 150mg/dl. The pt did not have any symptoms with his elevated blood glucose. He reported that he checked his infusion set and found that it was torn at the luer lock. The pt changed his infusion set and performed a bolus to help correct his elevated blood glucose. The pt did not report assistance by a healthcare professional or second party to address the issue. Product has been requested to be returned for eval.